Event description:
It was reported that the pump "ran out too" soon and the patient went into "like detox" which was reported as very unpleasant. The drug in the pump at the time of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the pump delivered dilaudid.

Manufacturer narrative:
Product ID 8703w, lot # l56474, implanted: (B)(6) 1999, product type catheter. (B)(4).